Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 338.310. Lot: l784661. Manufacturing site: hägendorf. Release to warehouse date: 17. April 2018. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in 2018. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Date of concomitant therapy is same as date of event, an unknown date in 2018. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from france reports an event as follows: it was reported that a patient underwent a dynamic hip screw (dhs) plate removal on an unknown date. During surgery, two (2) connecting screws broke. It is unknown if there was a surgical delay. Patient and procedure outcome is unknown. Concomitant device reported: dhs plate (part: unknown, lot: unknown, quantity: 1). This report is for a dhs®/dcs® coupling screw. This is report 1 of 2 for pc-(B)(4).